Event description:
Account alleged that the bed exit will alarm as soon as he turns it on.

Manufacturer narrative:
Account stated he opened up the bottom of the right rail and found that it had gotten wet. He looked at the siderail interface board and it was corroded. Account placed an order for the board.